Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the clinic on (B)(6) 2019 and it was noted that the patient notifier was triggered on (B)(6) 2019. An increase in pacing impedance and capture threshold on the right ventricular lead was noted. Patient was in stable condition; no intervention was performed. The patient again presented in the clinic on (B)(6) 2019 and the right ventricular lead exhibited an increase in pacing lead impedance, oversensing and loss of capture. The patient was discharged. The lead was capped and replaced on (B)(6) 2019. The patient was well and discharged same day.